Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients represented in the article is male/approximately (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: lead integrity alert is useful for assessment of performance of biotronik linox leads. Journal of cardiovascular electrophysiology. 2015;26(12):1340-1345. (B)(4).

Event description:
A journal article was reviewed which contained information regarding cardiac implantable electronic devices and a lead integrity alert algorithm. Multiple patients and manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. The article indicated that there were devices removed due to infection, ¿false positives alerts,¿ and ¿noise¿ seen during surgery. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.